Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/18/2026, the patient¿s cgm generated an alarm indicating a glucose reading of approximately 400 mg/dl. The patient reported associated symptoms of blurred vision and impaired balance, resulting in gait disturbance. At that time, the patient did not have access to a glucometer to perform a fingerstick blood glucose (fsbg) measurement and did not administer insulin, as a previously scheduled physician appointment was coming up. The patient also noted that cgm readings had been inconsistent, fluctuating rapidly between approximately 400 mg/dl and 333 mg/dl over short intervals without a discernible pattern. During the subsequent clinic visit, the cgm displayed a ¿high¿ glucose reading. Based on these findings, the patient was advised to proceed to the emergency department (ed) for further evaluation. In the ed, fsbg was measured at 240 mg/dl, while the cgm displayed a higher reading of 370 mg/dl, indicating a discrepancy between the two measurements. The patient received two bags of intravenous (IV) fluids and 0.25 units of insulin. The patient was monitored for approximately eight hours and was discharged following improvement in blood glucose levels, with resolution of symptoms and restored stability. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.